Event description:
The only information available on this pt came from an attorney, not a healthcare professional. It is not known what the pt was originally treated for at the time the product was implanted. The initially surgery was performed without complications. At some time after the pt's discharge, she complained of vaginal pressure, and pain, vaginal bleeding and dyspareunia. It is not known what treatment, if any, the pt has had after the treatment with xenform.

Manufacturer narrative:
Product information including lot number were not available, therefore, no device history record could be reviewed. No additional information has been made available. This is a legal case.